Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Neither the device nor data was returned for evaluation. An official cause of death was not provided. However, it should be noted that diabetes mellitus is a known cause of death.

Event description:
Patient's doctor contacted dexcom sales representative on (B)(6) 2015 to report patient's death that occurred on (B)(6)2015. Doctor stated that they did not believe that the patient was wearing the continuous glucose monitoring (cgm) device at the time of passing. Furthermore, the patient had not ordered anything from dexcom since (B)(6) of 2014 and the last order of sensors was placed in (B)(6) of 2013. In addition, it was reported that the patient may have been in denial about the seriousness of her disease. It was further stated that the night prior to the patient's death, she may have gone out with friends and after a night involving drinking did not wake up the following morning. No additional event information is available. An official cause of death was not reported.